Event description:
The ceramic tip of the electrode broke off into the joint. The ceramic debris was removed from the patient and a new electrode was used to complete the case successfully with no consequence to the patient. If this was to recur and the fragment not retrieved, it is possible that patient injury could potentially occur.